Manufacturer narrative:
Manufacturer's report date: 05/07/2014. (B)(4). The customer declined an investigation and requested the product be returned back to the hospital. No root cause was identified.

Event description:
Customer reported possible check valve failure during investigational drug infusion. Total volume of 300 ml to infuse over 2 hours per protocol; infusion completed in 1 hour and 15 minutes. Biomed evaluated the device, no problem noted with the device. There was no report of patient harm or medical intervention. No additional information was provided.